Event description:
It was reported during implant procedure that the implantable cardioverter defibrillator (ICD) set screw would not engage and was believed to be stripped. The device was exchanged. There were no patient consequences.